Event description:
Customer complaint limited data available. Customer complained the device emmitted a spark and left a mark on their floor. The cord is now burned and broken.

Event description:
Customer complained of device just threw a spark leaving a mark on her floor. The cord is now burned and broken.